Event description:
The facility reported an overinfusion. The device was programmed to run for two hours and finished in 1. Per service order, the device was within design specifications. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.